Manufacturer narrative:
Information not available, device not returned for analysis.

Event description:
It was reported that during an exploratory laparotomy and small bowel resection, the device was fired to remove the large tumor on the small bowel and some staples were malformed. The surgeon over sewed and placed the colostomy by the breastbone. The case was completed with no patient consequence. The patient was returned to surgery in 2008 with the staple line leaking. When the patient was opened, there was infection and sepsis found in the patient. The surgeon repaired the leak and over sewed the staple line to complete the case. The patient had cancer in the past and the tissue was deteriorated. Two days later, the patient was returned a second time to the or with another leak. The surgeon repaired the leak and over sewed the staple line. The patient is currently in ICU on a ventilator. In all three events there was no leak test performed.